Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 5 atm for 2 seconds, the balloon ruptured in a pinhole form located near the center of the balloon. The device was removed using normal method without issue and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.